Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequate investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item# 620260220 shell/ lot # 63220498, item# unknown/ unknown stem/ lot # unknown, item# unknown / unknown head/ lot # unknown, item#62506530/bone screw/ lot#64420422. Report source: (B)(6).

Event description:
It was reported patient underwent hip revision approximately 11 months post implantation due to infection. Patient was washed out and the liner was exchanged. Attempts have been made and additional information on the reported event is unavailable at this time.